Event description:
It was reported that pigments on lcd was experienced; does not occlude on downstream side.

Manufacturer narrative:
Device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual evaluation confirmed that the physical condition of the returned device was all intact upon receipt. Functional evaluation including running the pump for 2 minutes, 30.11 seconds and the pump alarmed at 2minutes, 30.63 seconds. A battery loss alarm test was performed and passed. Fluid ingression was found on the downstream sensor which caused the alarm. The liquid crystal display lcd had some pigments evident. Results: the customer reported problem was duplicated during the course of the investigation whereby the pump does not occlude on the downstream side and pigments on the lcd were noted. Errors for high pressure and no disposable messages were found in the event history log. Root cause of the reported issue was attributed to fluid ingression. It was recommended that the downstream sensor and lcd display be replaced. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: no

Manufacturer narrative:
Additional information was received confirming there was no patient involvement, issue was found during preventive maintenance testing.